Manufacturer narrative:
A supplemental report is being submitted for additional information to: b5. Desc evt problem and correction: from: additional products: d1: heartware ventricular assist system ¿ driveline cover d4: model #: 1175 / catalog #: 1175/ expiration date: unk / serial or lot#: unk to: additional products: d1: heartware ventricular assist system ¿ driveline cover d4: model #: 1175 / catalog #: 1175/ expiration date: unk /lot#: r016396 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported and clarified that the patient was seen in the emergency room for an alarming controller and it was advised that the controller was at the end of battery life and needed to be exchanged. Since the cover could not be removed from the driveline, the clinical representative could not come until the next day and the patient declined to be admitted. The patient was sent home overnight with family to stay with the patient and the alarm was turned off due to the controller alarming every few minutes, precluding rest. The patient and family were advised if both power sources were removed, the controller would not alarm and the dangers associated with the lack of the alarm. The patient returned the next day, was admitted, and due to flight delays the clinical representative could not present until the following day. The patient remained hospitalized, the controller was exchanged the next day successfully and the patient was discharged to home.

Manufacturer narrative:
A supplemental report is being submitted for corrections to: b1. Adv evnt/prod prob from: product problem, to: adverse event & product problem b2. Outcome attributed to adverse event from: blank, to: hospitalization h1. Type of reportable event from: malfunction, to: serious injury additional codes from: f26, to: f08 additional products: d1: heartware ventricular assist system ¿ driveline cover h6: imf code(s): from: f26, to: f08 d1: heartware ventricular assist system ¿ controller 2.0 h6: imf code(s): from: f26, to: f08 re-investigation of this event is pending and a supplemental report will be sent upon its completion if any updates are necessary. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was sent home with the controller alarms silenced prior to the controller exchange being performed. The driveline cover was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction. A4 weight in lbs was corrected from blank to 244. This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. Additional products: d4: serial or lot#: unk- driveline cover d9: yes, return date: 12-jan-2022 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes f1 user facility f2 uf/importer report number: (B)(4) f3 user facility name/address: (B)(6) f4 contact person: (B)(6) f5 phone number: (B)(6) f6 date user facility became aware of the event: f7 type of report: initial f8 date of this report: jan-2022 f9 approximate age of device: f10 event problem codes: f11 report sent to FDA: f12 location where event occurred: outpatient treatment facility f13 report sent to manufacturer: yes, feb-2022 f14 manufacturer name and address MFR. Name: medtronic, plc addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation, an update to investigation completion and a correction. Pli 30 h6 device problem code was inadvertently omitted. Revised product event summary: the driveline boot cover (lot no. R016396) and two (2) controllers ((B)(6)) were returned for evaluation. No performance allegations were made against (B)(6). A review of the driveline cover's inspection documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of (B)(6) revealed contamination within both power port and the pump connectors. Visual inspection of (B)(6) revealed contamination within both power port connectors, the serial port, and the pump connector. Visual inspection under 10x magnification of both controllers revealed hairline cracks around power port two (2) of each controller. An internal inspection of each controller did not reveal evidence of fluid ingress. The observed contamination within the controller ports and hairline cracks are additional findings not related to the reported event. The most likely root cause of the observed conta mination within the controllers' ports can be attributed to handling of the devices. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. Functional testing of (B)(6) revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. Visual inspection of the returned driveline boot cover revealed that the driveline cover was received in a damaged condition; therefore, functional testing and dimensional verification could not be performed. Of note, it was reported that the driveline boot cover was stuck and could not be moved and the driveline boot cover was removed by the clinical representative. Visual inspection also revealed slight discoloration around the edges and foreign material within the driveline cover. Supplemental testing previously performed on similar samples revealed that the driveline covers analyzed exhibited increased hardness and material stiffness as compared to a control sample. Log file analysis associated with (B)(6) revealed that the controller was not in use within the analyzed period and was likely the back up controller. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on 02/jan/2022 at 11:47:40 and 15:19:56, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. As a result, the reported events were confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. CAPA pr00536773 is further investigating this issue. Additional products: d4: serial or lot#: (B)(6), h6: FDA device code(s): a0404 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of concomitant medical products: 6947m62 lead, dvab1d4 ICD , implanted: (B)(6) 2017, additional products: heartware ventricular assist system ¿ driveline cover , model #: 1175 , catalog #: 1175, UDI #: (B)(4), device available for evaluation: no, labeled for single use: no, (B)(4).

Event description:
It was reported that the controller exhibited a controller fault alarm due to internal battery end of life. It was noted that when the controller was going to be exchange the driveline boot cover would not come off. It would spine but would not pull back and there was a concern for accidentally disconnecting the driveline and being able to connect it again, so field service was requested and performed. The controller was exchanged, and the backup controller was also prophylactically exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for inclusion of this event as being in-scope for field action 3007042319-12-06-2022-005-c. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline boot cover and two (2) controllers were returned for evaluation. No performance allegations were made against (B)(6). A review of the driveline cover's inspection documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of (B)(6) revealed contamination within both power port and the pump connectors. Visual inspection of (B)(6) revealed contamination within both power port connectors, the serial port, and the pump connector. Visual inspection under 10x magnification of both controllers revealed hairline cracks around power port two (2) of each controller. An internal inspection of each controller did not reveal evidence of fluid ingress. The observed contamination within the controller ports and hairline cracks are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controllers' ports can be attributed to handling of the devices. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks w as determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. Functional testing of (B)(6) revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. Visual inspection of the returned driveline boot cover revealed that the driveline cover was received in a damaged condition; therefore, functional testing and dimensional verification could not be performed. Of note, it was reported that the driveline boot cover was stuck and could not be moved and the driveline boot cover was removed by the clinical representative. Visual inspection also revealed slight discoloration around the edges and foreign material within the driveline cover. Supplemental testing previously performed on similar samples revealed that the driveline covers analyzed exhibited increased hardness and material stiffness as compared to a control sample. Log file analysis associated with (B)(6) revealed that the controller was not in use within the analyzed period and was likely the back up controller. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on (B)(6) 2022 at 11:47:40 and 15:19:56, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. As a result, the reported events were confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. CAPA pr00536773 is further investigating this issue. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date:07-jan-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b14 h6: FDA results code(s): c06, c07 h6: FDA conclusion code(s): d1501 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2018 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes, return date: 07-jan-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-aug-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04034, g04035, g04070 h6: FDA device code(s): a1801, a1801 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c15, c07 h6: FDA conclusion code(s): d11, d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a second controller was removed from service prophylactically and returned to the manufacturer. The con troller subsequently tested out-of-specification during manufacturer's analysis.

Manufacturer narrative:
A supplemental report is being submitted for corrections and additional event details. The prior supplemental regulatory report was missing hypertension from the relevant history. That information has been corrected. Additional information was provided based on the patient relevant history post vad implant. That information has been added to the relevant history. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.